Event description:
It was reported that a pt allegedly rec'd a radiation burn following several fluoroscopy procedures. The pt reportedly had what appeared to be a red rectangular area on her back. According to the hospital staff, the pt's doctor stated it was due to radiation. The hospital stated no other pt before or after has complained of any adverse effects with cases lasting as long or longer (approx. 4 hrs). Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.